Event description:
Additional information received indicated that they tried all four programs with response to symptoms. She stated to have pain associated with implant. There was no hospitalization and patient outcome was reported as ¿no injury¿.

Manufacturer narrative:
Final analysis of the (neurostimulator (ins)) (B)(4) revealed the ins, antenna, and programmer were tested together as a system with a known good lead. The programmer was able to turn on/off the ins and also increase/decrease the amplitude. The system functioned correctly.

Event description:
It was reported the device was a ¿failure.¿ the device was explanted. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot# unknown, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer, patient. Product ID: 37092, lot# unknown, product type: accessory. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.